Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose was over 500 mg/dl and 300 mg/dl. The customer was treated with injections. The customer performed high pressure and displacement tests they were passed. The customer was using auto mode. The insulin pump will not be returned for analysis.